Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the device evaluation results. (D8) was this device serviced by a third party? No was selected (d9) returned to manufacturer date was added (h3) device evaluated by manufacturer was updated to yes (h4) device manufacturer date was added. The device was evaluated by olympus and a foreign whitish rubberized material was found inside the nozzle. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6) 2024. Sampling from: sub-water channel. Cfu:2cfu. Bacterial identification:streptococcus salivarius. Sampling date: (B)(6) 2024. Sampling from: all channels. No microbial growth detected. The device was evaluated and foreign material/blockage in the nozzle was observed that could have led to the positive culture. A review of the device history record found no deviations that could have contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. Growth of microorganisms were confirmed by olympus after reprocessing in accordance with instructions for use (IFU) before repair. Olympus again performed culture testing after reprocessing in accordance with instructions for use (IFU) before repair and the results conformed to the regulation's recommendation. Additionally, the observed foreign material in the device nozzle appeared to be a whitish rubberized material but otherwise could not be identified and a definitive root cause could not be determined, as there was no deformation observed that might result in the retention of foreign material and it could not be determined if the facility device reprocessing was performed in accordance with the IFU, however, foreign material blockage can have a negative impact on reprocessing. Because of the poor reprocessing, bacteria could remain and possibly form a biofilm. The root cause of the foreign material was likely due to insufficient device cleaning/reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the colonovideoscope tested positive twice (on (B)(6)) for >300 colony forming units (cfus) of stenotrophomonas maltophilia. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation. Prior to the device evaluation, the device will be sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization (cds) process stating that precleaning was performed immediately after the procedure. Water was aspirated through the instrument/suction channel with a suction pump. The air/water channel was flushed with water and air using the mh-948 adaptor. The device was dried by wiping with a clean towel/paper, blown with clean compressed air and stored in a simple cabinet. There are devices in the cabinet to hang each device individually. There have not been any deviations, deficiencies, or concerns in reprocessing. Olympus is the maintenance company. The cds was performed by the customer. There was no patient infection. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.